Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the scan on his arm it started to bounce and since then has felt continuous twitching with worsening health. It was noted that the pacing had gone up to one hundred percent. It was also noted that the patients chart state they had an magnetic resonance imaging (MRI) but the physician stated it was a computed tomography (CT) scan. It was also noted by the physician that there was no performance issue with the ipg and symptoms were not linked to the ipg.

Event description:
It was reported by the patient that they had an x-ray last november and they report that they got sick and felt pulling on the chest where their implantable pulse generator (ipg) was. The patient reports when the test was over, they couldn¿t move their arm and ¿left arm going like a duck¿. Since then, the patient reports having problems. The patient reports having a rapid heart rate and says their heart rate has been up to one hundred and sixty beats per minute and when they stood up, they felt ¿funny¿ and was like ¿being shocked¿. The patient reports that they were hospitalized last week as ¿all of a sudden, I could not walk, my heart would not let me go, got shortness of breath, didn't feel good. Had no energy, nothing. Went in to see my family doctor and legs started to buckle and I stopped breathing. They came running to my room heart feels like being shocked, something going on here. Heart is all over the place. All over. Stopped breathing.¿ the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that, "I've been telling them something is wrong with my pacemaker. Last week I was admitted to the hospital. I couldn't walk and then I hit the wall. I fell and couldn't get up, I was dead weight." And "they don't believe I had a stroke, they think something is wrong with my pacemaker. I was in observation for two days. The second day, I wasn't moving and didn't feel good. The electrocardiogram (EKG) monitor started banging away. The EKG lines were doing a large plummet downward and my oxygen and pulse went to zero. The spikes went way up and down and the swiggly lines were back and forth like a snake. Everything was plunging down and my respiration was zero. Everything was crazy. The nurse said I must have moved a sticker but I said no I haven't moved." It was also noted that during an MRI they hurt their wrist and, "it started and I started to bounce and get sick. It f elt like the pacemaker was being pulled out of my chest". It was further noted by the patient that they were going out of the door to check out and they had to grab onto the desk on one knee and "I was getting heart beats in my throat area...its really going rapid and nothing showing up on the device. Feels like a tachycardia".